Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, there was corrosion built up inside the device causing damage to the shim washers which jammed the collet. This condition could cause the device to not retain the pin. The most likely cause is normal wear based on the age of the device.

Event description:
It was reported that the device would not retain a pin during routine maintenance. There was no patient involvement and no allegation of adverse consequences associated with this event.